Event description:
Pt's status post lcp plate implantation returned to surgeon for f/u and the x-ray showed healing. Two days later, pt returned to surgeon for cast removal and the x-ray showed the plate was broken. Surgeon removed hardware and revised to 8 hold lcp plate.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the MFR or date of manufacture without the returned device or lot number provided. The investigation could not be completed. No conclusion could be drawn, as subject device was not returned and no lot number was provided.